Manufacturer narrative:
Results: on 1/10/2017, twenty samples from cat # 367342, lot # 6180542 were returned for evaluation. All twenty customer samples were evaluated for IV needle retraction and lockout. The IV needle of all twenty samples retracted and remained locked out without incident. Conclusion: bd was not able to duplicate the customer's indicated failure mode during sample investigation.

Manufacturer narrative:
Medical device lot #: the initial reporter also provided a second lot number; 6080542, for this incident. However, lot number 6080542 is not valid for the reported catalog number. The initial reporter has been contacted for clarification, but a response has not yet been received. If additional information is received, it will be updated when the supplemental MDR is filed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were two occurrences where a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter did not retract when the safety mechanism was activated. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: on 12/19/2016 the customer provided corrected information for the second lot # that was reported in error. The information for this lot # is as follows: medical device lot #: 6180542; medical device expiration date: 6/30/2018; device manufacture date: 6/28/2016. Device evaluation: a sample was not returned for evaluation. (B)(4) has been initiated for needle retraction failure to document the investigation path, root cause analysis, and remediation plan to include corrective and preventive actions. As this is a confirmed complaint, a DHR review is not required. Conclusion: per (B)(4) this is a confirmed complaint related to change of resin to abs and cracked core pins.